Event description:
A facility representative reported a pump that "crimped" the tubing "where it entered and exited the pump". This problem was identified during patient use on an unknown patient. There was no report of patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown.no additional information is currently available.

Manufacturer narrative:
(B)(4). Device will not be received. The pump is being repaired by third party. (B)(6) hospital services. A follow-up report will be submitted if additional information becomes available.